Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (5mg/ml) via an implantable pump for non-malignant pain. It was reported that a dye study was attempted on 5/6 and the physician could not aspirate the catheter. The patient stated that they "saw a difference" a couple months ago. They will be sent to the surgeon for a catheter revision and the issue is not resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 11-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative and reported that they did not have further information available. The patient had not yet been scheduled for revision as of today.